Event description:
It was reported that the patient presented in clinic for normal device check. Upon interrogation, the right ventricular lead exhibited noise. Noise was not reproducible with isometric testing such as pushing hands together and pocket manipulation. All other electrical measurements were in range. Chest x-ray was performed and revealed possible suture sleeve anomaly and the physician did not suspect that caused lead noise. No intervention was performed. The patient would continue to be followed normally.